Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the prior month the patient¿s heart rate had been very up and down every day. The device is still in use. No patient complications have been reported as a result of this event.